Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data that occurred on (B)(6) 2026: patient normal ranges: 0-35 pg/ml. Sid (B)(6), initial result was 104.9 and repeat result was <2.7. Generated from sn (B)(6) patient is a 77-year-old male. Sid (B)(6), initial result was 108.4 on sn (B)(6). When repeated on another analyzer sn (B)(6), the result was <3.0. Patient is a 62-year-old female. Sid (B)(6), initial result was 80 on sn (B)(6). When repeated the result was 6. When repeated on another analyzer sn (B)(6), the result was 10. Patient is a 61-year-old male. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.